Event description:
The dental implant fx4508swc was removed on (B)(6) 2020 due to failure to osseointegrate 23 days after implantation. The patient has history of diabetes. The doctor noted periodontal disease and pain during explantation. The patient has recovered without complications.